Event description:
Repeatable false negative ahbc results on samples from one pt. Alternate methods gave positive results. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found no evidence of analyzer malfunction, and that qc results were acceptable. Dilution of the initially negative sample produced positive results, supporting the presence of an unk interferent as the root cause of the event.